Manufacturer narrative:
The returned samples and lot number of this event was requested but hasn't been received till now, no sample for evaluation and no DHR for review. The issue can't be confirmed, the root cause can't detected currently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
The customer reported: "they only last at a long or a week and then 4-5 days now and it became stiffen difficult to push the formula through the syringe and sometimes it stops working it get stuck on the plunge of the syringe."